Event description:
It was reported that the subject device lens was found to be blurry and unable to be used normally. The issue occurred during procedure for therapeutic chronic atrophic gastritis procedure, which was completed after replacing with a new electronic upper gastrointestinal endoscope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h6, h11 the device was not returned to olympus for inspection, so the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.